Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an uncomplicated intraocular lens (iol) implantation procedure, the patient's postoperative vision is 20/50ish at all distances and not correctable. The procedure was uncomplicated, perfect outcome and no cystoid macular edema. According to the optometrist who was last seen about 5 years ago, the patient was correctable to 20/20 before cataracts developed. Additional information has been requested.